Event description:
It was reported that during the implant procedure, there was difficulty implanting the pacing lead. The lead was then removed and replaced with a new lead. No patient complications have been reported as a result of this event.